Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the probe cover of the gastrointestinal videoscope was burned and the outside shield unit was dirty. Based on the results of the investigation, the probable cause of the burned probe cover was a high-energy treatment device was used without ensuring a sufficient distance from the tip. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device evaluation, the probe cover of the gastrointestinal videoscope was burned and the outside shield unit was dirty. There were no reports of patient involvement.